Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be due to worn component parts. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was discovered that the attachment device had ¿high temperature¿. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.